Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a procedure performed on an unknown date. During the procedure, the push peg kit broke at the connection as they were pulling it through the skin. They were able to get a hold of the plastic piece and gradually worked it through the incision. It was reported that the incision was enlarged. The plastic piece however broke again in two different places. The procedure was successfully completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.